Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the conductor wire broken at the proximal end in the waterfall pulleys. As a result the instrument failed an electrical continuity test. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 2 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the fenestrated bipolar forceps instrument had conductor wire damage with no evidence or claim of mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted incisional hernia repair procedure, the fenestrated bipolar forceps did not register to power/energy. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.